Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 84 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged insulin over delivery. The customer treated off a sensor glucose reading of 62 mg/dl. Troubleshooting was completed but did not resolve the issue. The caller stated the customer had antibiotic shock and was feeling under the weather. The insulin pump will not be returned for analysis.